Event description:
Boston scientific received information that during a follow-up of this implantable cardioverter defibrillator (ICD), battery life indicated there was more than a year of longevity remaining. Three days later, the patient called the hospital because the ICD was beeping. The ICD was interrogated the following day and it was noted that elective replacement indicator (eri) had been reached. This ICD was explanted and replaced, and will be returned to boston scientific for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance. This device is included in the mid-life display of replacement indicators (november 27, 2007) advisory population.